Event description:
After three calibration attempts (over 15 minute intervals) dexcom g6 sensor is reading 85 mg/dl and finger stick reading is 154 mg/dl. Called dexcom and they said they will not replace their faulty product until further review.